Event description:
A (B)(6) year old female admitted on (B)(6) with acute right sided back pain for past 24 hours. Unable to ambulate and denied injury. No bowel or bladder changes. History of stomach cancer, insulin-dependent diabetes, and congestive heart failure. Admit with most concerning leukocytosis 11.2 with left shift and on CT imaging noted for abscess given asymmetrical densities at lumbar/gluteal region. Pt also monitored as ip for hypotensive events related to sepsis and admin IV antibiotics. Transferred to ICU on (B)(6) to rule-out source of infection. Pt continued to decline with new muffled heart tones and respiratory distress. Abscess ruled out. Positive blood cultures, staph septicemia - complicated by septic shock. Acute renal failure. Infection treatment to (B)(6) septicemia/bacteremia and c. Diff coils. Cardiology consulted (B)(6) d/t pacemaker and persistent bacteremia will need tee to r/o endocarditis. Tee concerning for secondary seeding of ICD leads. To operating room for ICD lead extraction on (B)(6). Unsuccessful laser lead extraction complicated by 4 cm ra-svc tear leading to acute pericardial tamponade and need for emergent stemotomy. Patient lost blood pressure, mass transfusion protocol initiated. Family notified and elected comfort measures. Pt died (B)(6). Is the product compounded: no. Is the product over-the-counter: no.